Event description:
The customer reported that the high pressure alarm was intermittent. The co service tech (st) verified the intermittent alarm and replaced the high pressure switch. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.